Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The image acquisition system (ias) would not boot. The rep replaced ias pc atp board, restored config files, and ran new generator calibration. The system did not pass boost fluoro dose. The rep ran auto & manual calibration to adjust the dose to the proper setting. A new ias computer was installed. The rep configured and calibrated the x-ray generator, and tested the system. The imaging system then passed the system checkout and was found to be fully functional. The power board was returned unused. The hardware investigation confirmed that the reported event was related to a computer hardware issue. The ias computer power led illuminates when power is applied. There was audible humming and vibration from computer, however the hard drive led did not illuminate. 3.04vdc on cmos battery. There was no video. All connections were verified. A faulty computer caused the reported event.

Event description:
A medtronic representative reported that the image acquisition system (ias) computer was no longer functioning. He was performing a calibration when it stopped working. This was reported outside of a clinical setting.